Manufacturer narrative:
The polaris spectra system control unit (scu) was returned for analysis. Functional testing determined scu was malfunctioning causing the reported issue. The bulkhead connector was returned for analysis. Functional testing determined that the component was functioning as designed. Other relevant device(s) are: product ID: 9733438. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being for an unknown procedure. It was reported that the system displaced localizer disconnected, but no fault light appeared on the camera. The occurred after the system had been powered on for some time. The representative checked the ndi toolbox and the polaris spectra system control unit (scu) showed multiple strober errors.